Event description:
Complainant alleged that the device's display was distorted. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.